Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: micra¿ leadless intracardiac pacemaker implantation: a safer option during the coronavirus disease 2019 pandemic. Journal of innovation in cardiac rhythm management. 2021;12(1):4368¿4370. Doi: 10.19102/icrm.2021.120104. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the leadless implantable pulse generator (ipg). The article reports one patient who developed a femoral artery pseudoaneurysm, which was managed with a thrombin injection. The status/disposition of the device is unknown. No further patient complications have been reported as a result of this event.